Manufacturer narrative:
(B)(4). Date sent: 11/30/2022. D4: batch # 825a51. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damaged with a reload loaded on the device and a second reload (b - 787a25) present. The reload loaded was received fully fired and the reload (b) was received fully loaded with staples. The device was tested for functionality with the returned reload (b) and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: squeeze the closing trigger until a click is heard. The instrument is in an intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. Squeeze the closing trigger and the handle fully together until a second click is heard. The closing trigger is now latched to the handle and the jaws are clamped onto the tissue, which is ready to be stapled. The firing trigger will simultaneously move down to the ready-to-fire position. Before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Fire the instrument by pulling the firing trigger back completely against the closing trigger until a click is heard, signifying the staples are fully formed. The event described could not be confirmed as the device performed without any difficulties noted. DHR completed: a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an exploratory laparotomy procedure, the doctor fired the stapler, and no staples came out. No patient harm was reported.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.